Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error b30 error occurred due to faulty printed-circuit board. The cause of the defective circuit board could not be identified. Failure of the cm board caused the front-panel button not to operate properly. The cause of the defective cm board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported, that during preparation for use, the visera elite video system center exhibited error code b30 and there was no image. This event was discovered during inspection before usage for the planned procedure. There was no patient was involved.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During evaluation found that the front panel button was not working, due to a defective board/buzzer which were not working due to a defective front panel. Lastly, corrosion was found on the flat cables. The root cause could not be determined, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.